Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant medical products: addr01 ipg, implanted: (B)(6) 2010. (B)(4).

Event description:
It was reported that the right ventricular (rv) lead had elevating thresholds. The lead was programmed off and a new lead was implanted on the right side of the patient. It was further reported that the right atrial (ra) lead had elevating high thresholds. The lead was programmed off and a new lead was implanted on the right side of the patient. No patient complications have been reported as a result of this event.